Event description:
It was reported that the ilet user experienced an infusion occlusion due to the tubing was being bent near the connector causing the user¿s blood glucose to a peak of 835 mg/dl. The user received five bags of IV saline at a hospital emergency department and was discharged the same day. The trainer advised use of backup therapy until additional training, after which the user resumed ilet use. Symptoms included hyperglycemia. Outcomes included no lasting health impact and a hospital encounter without admission. Investigation included interviews and analysis of information provided by the user and trainer. Investigation of this case revealed no device malfunction, a usage problem involving not understanding that an occlusion has occurred and that troubleshooting needed to be performed, and a user-interface related component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.